Event description:
The customer complained that a higher than expected vitros tsh result was obtained for a single patient sample when using vitros tsh reagent on a vitros 5600 integrated system. Vitros tsh result: 0.95 miu/l vs expected 0.68 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The patient result was not reported outside of the laboratory and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained for a single patient sample when using vitros tsh reagent on a vitros 5600 integrated system. The assignable cause of the event is unknown; however, an unknown sample related issue could not be ruled out. There was no indication that the vitros 5600 instrument or the vitros tsh reagent had malfunctioned.